Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and had low blood glucose level. Customer current blood glucose level was 82 mg/dl. The customer alleged insulin pump was over delivering because keeps on getting lows. The customer was treated with food. Customer also mentioned that there were eating way too much than ordinary just to bring up blood glucose and stated that they were getting low for 2 days now. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had symptoms like fatigue. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis.